Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2208-50 (B)(4) description: st linear lead 50cm model#:sc-2208-70 (B)(4) description: st linear lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to (B)(6) infection. The physician prescribed the patient antibiotics and doesn't believe the infection to be device or procedure related. The patient is doing well following the explant.